Event description:
It was reported the pt underwent an MRI, but the date is unk. It was also reported the pt has not recharged the ipg in a month. The charger can no longer communicate with the ipg. A replacement charger was sent to the pt to help resolve the issue but was unsuccessful. An sjm rep met with the pt for troubleshooting and was also unsuccessful. The ipg has allegedly reached end-of-life. The pt is scheduled to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.